Event description:
An optometrist reported pt with epithelial microcysts and flap microstriae of the right eye at fourteen day lasik enhancement post-operative visit. At visit pt complaint of "blur". Add'l info from reporter indicated the pt's topical steroid dosage was increased and a flap lift and rinse was performed which helped to resolve the reported issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).